Event description:
Information received from a patient that uses smith medical cadd administration sets - flow stop reported extension line comes loose very easily, which cause leaks. No patient adverse events reported.